Event description:
It was reported the customer was unable to rewind their insulin pump at times. Customer was advised that the dual/square wave bolus would interfere with the rewind process. The customer also reported their buttons was intermittently responsive. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keyapd issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify bolus alarm and priming/fill anomaly due to buttons not responding.